Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted. Related patient identifier: (B)(6).

Event description:
It was reported, the connecting tube pin broke. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and it was confirmed breakage of lock lever of the connecting tube. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to external stress was applied to lock lever of the connecting tube. Subsequently, the tube was unable to be connected. However, a specific root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.